Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced ineffective therapy due to high impedances. Reprogramming was unsuccessful. Reportedly, patient was involved in a motor vehicle accident. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Corrected data: g3 - date received by manufacturer. D6b - date of explant is unknown. The patient experienced ineffective therapy due to high impedances was reported to abbott. Reprogramming was unsuccessful. The patient system was explanted. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention at unknown date wherein the entire system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.